Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient had complained of issues charging, which was noted to have been the reason for removal. A pocket revision was completed and the implantable neurostimulator (ins) was replaced. There was no patient death or injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Additional information received reported that after having the stimulator for 2 weeks, they found out that their battery indeed was not charging and they could no longer use it so they had a product in their body that wasn't usable.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) they were having some difficulty getting coupling bars (the recharger was able to connect). The implantable neurostimulator (ins) appeared to be on and could be palpated, but it also looked tilted, as the top of the ins was palpable but the bottom wasn¿t. Multiple attempts were made to charge the ins including using the belt and spacers, but this didn¿t resolve the issue. It was noted the consumer was still swollen at the incision site from implant and was overweight. The rep. Advised the consumer to go home and continue trying to charge, but despite charging for 24 hours no better connection was made. The rep. Received a message on april 3rd reporting the consumer was still having difficulty getting coupling bars. Another rep. Met with the consumer on (B)(6) for further troubleshooting but they were still unable to get coupling bars after using a new recharger, using the antenna locate feature, and changing positions. As a result the consumer was going to be undergoing a pocket revision, but it hadn¿t been scheduled yet.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. The implantable neurostimulator (ins) (serial # (B)(4)) was returned and analysis found the ins battery to have a reduced capacity due to overdischarge. Eval code-result: no longer applies. Eval code-conclusion: no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.